Event description:
A revision surgery was reported to remove hardware that had been implanted approximately 10+ years. The reason for the removal is unknown. The device is not available for return to the manufacturer for evaluation.